Event description:
Subsequent to the initial report, the following information was provided: the preventative actions which were taken, per the instructions for use (IFU), occurred prior to the clip detachment. These actions included: referencing the leaflet insertion assessment checklist, closing the clip to 60 degrees upon grasping, lowering the grippers, and controlling all maneuvers under echocardiogram and fluoroscopy, with all views perpendicular, prior to grasping. No additional information was provided.

Event description:
This is report is submitted for single leaflet device attachment (slda) and mitral regurgitation (mr) which occurred with the second clip (10334215/(B)(4)). It was reported that this was a mitraclip procedure to treat mixed mr with a grade of 3. There was no leaflet flail or prolapse, and no evidence of abnormal, thick or fragile leaflets, and no challenging anatomy noted. There was a posterior leaflet restriction in segment 2. Two clips were implanted and the mr was reduced to grade 1. The second clip (10334215/(B)(4)) was positioned on the second grasp, leaflet insertion was confirmed in all views of both leaflets and leaflet assessment was confirmed without issue. There were no difficulties with visualization of the clip and no problems encountered during implantation of the clip. After the second clip was implanted, the clip delivery system (cds) and the steerable guiding catheter (sgc) were removed. A few minutes later, an slda was observed with the second clip and the mr returned to 3. The clip had detached from the anterior leaflet and remained securely attached to the posterior leaflet. There was no damage to the leaflet. A third clip (10339865/(B)(4)) was attempted to be placed to stabilize the second clip. A new transseptal puncture was performed in the same position as the first puncture. A new sgc was used. More than 3 grasps were attempted with the third clip, but each time the leaflets were grasped, the mean pressure gradient increased to 7 and the mr grade increased; therefore, the procedure was aborted. The cds and sgc were removed per the IFU.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda), leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. A review of the device history record revealed no non-conformances associated with the reported lot. Additionally, a review of the complaint handling database indicated there had been no similar slda incidents reported for this lot. With respect to the patient conditions, procedural conditions and/or user technique, the reported slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated there was no leaflet flail or prolapse, and no evidence of abnormal, thick or fragile leaflets, and no challenging anatomy noted. Based on the information reviewed, it is likely that the posterior leaflet restriction in segment 2 may have contributed to the slda, however, this cannot be definitively determined. It was further reported that after the slda was observed the procedure was completed with 2 clips implanted and the mitral regurgitation (mr) was unchanged at grade 3. In this case, the most probable cause for the unchanged mr was likely due to the slda of the second clip. It should be noted that while there was no change in mr, the patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The procedure was completed with 2 clips implanted and the mr was unchanged at a grade 3. The slda clip was confirmed to be stable. No further treatment has been planned and the patient will continue to be monitored. The patient was confirmed to be clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.